Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The customer stated the device was used with a competitor's wire guide. There is no information about the dimensions of the competitor's device or if the competitor's device met their manufacturer's quality specifications. The customer stated there was severe calcification in the lesion. According to the IFU, "the balloon is manufactured from an extra-thinwall, high-strength, minimally-compliant material. Particular care should be taken in handling the balloon to prevent damage. There is no information from the customer regarding the method and monitoring of the balloon inflation. The rated burst pressure (rbp) is documented in the compliance card and label that is included with the device as well as the IFU. The IFU states, "adhere to balloon inflation pressure parameters indicated in the compliance card insert. Do not exceed rated burst pressure. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures. Based upon the information provided and the characteristics displayed, and no product returned, it is plausible to suggest that this incident was technique related, device compatibility related or human anatomy related. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that an advance 35 lp low profile balloon catheter was being used for a procedure when the balloon ruptured. It was reported that the complaint device was advanced to the target lesion in cto over another manufacturer's wire guide by ipsilateral approach. The complainant continues that it was during the pre-dilation of the cto lesion in the iliac artery that the balloon ruptured. Another "35 lp" balloon was used to successfully complete the procedure. No adverse events have been reported regarding this occurrence.